Manufacturer narrative:
Insulin pump was received with case cracked behind pump near battery compartment, case cracked battery tube threads and blotched or spotted and missing segments on the lcd display due to moisture damage to the electronic assembly. Critical pump error not confirmed during testing. Unable to perform the self test, sleep current test, active current test and the displacement test due to missing segments.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. The customer stated that troubleshooting was performed for the critical pump error alarm and they received the critical pump image on the screen. The customer stated that insulin pump had blank display and the display returned after the pump restart. The insulin pump will be returned for the analysis.